Manufacturer narrative:
At ths time the device remains in service. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated and amended report submitted should further information be provided

Event description:
Boston scientific received information that this implantable cardioverter defibrillator and right ventricular (rv) lead caused a red alert to be declared due to high pace lead impedances. It was noted that, the pace impedance measurements varied between 1000 ohms and greater than 2000 ohms in daily measurements. The patient's physician was aware of the situation and the pacing system remains implanted. The patient status was unstable, so no revision procedure was scheduled to date, but a revision procedure maybe performed in the future. The patient will be monitored closely.